Event description:
Caller reported a malfunction on the pump, which was not preceded by notable events and did not cause the customer's blood glucose level to exceed 500 mg/dl. There was no adverse impact to the customer¿s blood glucose level. The customer planned to use multiple daily injections as a backup therapy while waiting for the replacement pump, which would include updated software. Technical support sent a replacement pump, provided instructions for putting the old pump into storage mode, and guided the caller to return the malfunctioning pump to tandem using a prepaid label within 10 days.